Manufacturer narrative:
Concomitant products: ddmb1d1 ICD implanted (B)(6) 2019; if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a suspected fracture, undefined qualified as high impedance and high thresholds. The lead was inactivated/capped and new ra lead was implanted. No patient complications have been reported as a result of this event.